Event description:
Rptr has been very ill with chronic fatigue, skin rashes, urinary infections; left breast burning under the implant, depression, neurological symptoms, positive ana, abnormal nerve conduction studies, abnormal emg, joint pain which is severe and headaches which require complete bed rest. Dr diagnosed fibromyalgia syndrome. (*)